Event description:
An online article reported a series of case studies to determine the long-term anatomic outcomes and surgical complications of pars plana vitrectomy (ppv) and 4-point gore-tex-sutured akreos ao60 intraocular lens (iol) scleral fixation. One patient had an iris hernia and required anterior chamber reconstruction using corneal suture to correct. The results of the study demonstrated that this surgical technique is well tolerated by the eyes, with a low complication rate in the long term. The author of the article reported the lens remained implanted until the final chart revision. It is unknown if there was an iol exchange. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. As a lot number was not provided, a DHR (device history record) review could not be performed. Based on all the available information, a root cause could not be determined.